Manufacturer narrative:
The field service engineer noted that he determined the cause to be the measuring cell since calibration recovery drifted low for several tests on the analyzer. The engineer also performed preventive maintenance on the analyzer at the time of measuring cell replacement. The measuring cell had been on the instrument at least one year and has never been replaced before. The issue was resolved after replacement of the measuring cell.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially stated that they were having issues with calibrations and controls for elecsys progesterone iii (prog) on the cobas e 411 immunoassay analyzer (e411) between (B)(6) 2018 and (B)(6) 2018. The customer mentions that she has 2 e411 analyzers and these have generally been running fine. The other e411 controls had been running high causing the customer to have to re-calibrate after a day and a half in order to bring controls back into range. The customer noticed that there was also a bias with prog patient results between the two instruments. The customer called back and stated that she had been having occasional issues with control recovery for the elecsys prolactin assay (prol) on the complained e411 analyzer. The customer also stated that they had issues with an unspecified number of patient samples tested for the elecsys hcg + beta test system (hcgb) on the complained e411 analyzer. The customer provided data for a total of three patient samples tested for hcgb. Of these, two had erroneous results. The first sample initially resulted with a value of >10000 miu/ml when tested on the complained e411 analyzer. The sample was repeated on the same analyzer with a 1:100 automatic dilution, resulting as 8967 miu/ml. The 8967 miu/ml value was reported outside of the laboratory to the doctor. The sample was repeated on the second e411 analyzer, resulting as 19979 miu/ml. The 19979 miu/ml value was believed to be correct. The second sample initially resulted with values of 0.149 miu/ml accompanied by a data flag, 0.234 miu/ml accompanied by a data flag, and 0.278 miu/ml when tested on the second e411 analyzer on (B)(4) 2018. The 0.278 miu/ml value was believed to be correct and reported outside of the laboratory. The sample was repeated on the complained e411 analyzer, resulting as 4.98 miu/ml on (B)(6) 2018. The 4.98 miu/ml value was not reported outside of the laboratory. The first patient's lovenox, crinone, and baby aspirin medication was halted based on the erroneous result. The customer verified that the patient is stable and the medication of the patient was re-started. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 28429200, with an expiration date of 28-feb-2019. The field service engineer determined the analyzer measuring cell to be faulty. He replaced the measuring cell. He ran measuring cell preparation maintenance, ran a system volume check, performed a photomultiplier tube high voltage adjustment, and performed an initial blank cell calibration. All instrument and assay performance checks passed within specifications. The customer ran calibrations and controls; all recovered within the customer's guidelines.